Manufacturer narrative:
The reported events were lead dislodgement, r-wave decreased, and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported events of r-wave decreased, and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damages. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil at the connector region to be over-torqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead, and applying to directly to the inner coil, the helix could be extended/retracted, and helix extension length was measured within specification.

Manufacturer narrative:
Correction: section b6: chest x ray confirmed right ventricular lead retraction/dislodgement. Correction: section e3: selection should have been "physician" instead of "pharmacist".

Event description:
It was reported that the patient presented for an implant procedure. It was noted that acceptable right ventricular (rv) lead signals were observed on an a pacing system analyzer. Once the rv lead was connected to the device r waves noticeably decreased. On x-ray the rv lead was found to have dislodged. An attempt at repositioning was made but no capture was observed. The rv lead was exchanged during the procedure and replaced. A new rv lead was inserted with acceptable parameters. The patient was stable before, during and post procedure.